Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the battery pin from battery well 1 was pushed in through the grommit, resulting in intterment bad contact between the pin and the battery. This caused the device to intermittently shutdown when operating on battery 1. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be a battery pin that was pushed in through the grommit, causing intermittent bad contact in battery well 1.

Event description:
The customer contacted physio-control to report that their device would intermittently lose power. Physio-control has contacted the customer for additional event information, as well as possible patient involvement, however the customer was unable to provide this information.